Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual evaluation was performed and confirmed the reported condition of white tip has disconnected from the tubing. This device is a single use device and was discarded. The root cause was determined to be excessive pull of the tubing. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Event description:
It was reported to baxter (B)(4) that one (1) ce infusor lv10 device was observed with a missing "white tip" causing the device to leak at the tubing during storage in the storage bag. The device was filled with 240ml of benzylpencillin (60mg/ml; diluent used 0.9% sodium chloride). No patient involvement. No additional information is available.